Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a motor error while doing a bolus and the battery was draining a lot faster than it used to. Customer's blood glucose was 140 mg/dl. It was also reported that the customer was not using recommended energizer alkaline battery. Customer's alarm history also showed no delivery and low battery alerts. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected low battery alarm was noted. The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. The displacement test could not be performed and the no delivery alarm could not be verified due to the motor error alarm. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, and a broken reservoir tube lip.